Event description:
The customer service engineer observed a hydraulic fluid leak in one ptfe hose inside the ort100 table control panel in or2.there was no patient involvement.

Manufacturer narrative:
The customer service engineer observed a small hydraulic fluid leak in the ptfe hose in the control panel for the ort100 table. The leak did not impact the function of the table. The hose was replaced and the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.